Event description:
Patient has been receiving a continuous infusion of propofol. New tubing had been changed before midnight. A few hours later, the infusion began to drip out of the vent above the chamber on the tubing, and was no longer dripping into the drip chamber. The tubing was changed immediately, and the defective tubing was sequestered and placed in the soiled utility area in the critical care unit.